Event description:
It was reported to philips that a system hang-up prevented clinical application loading on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced spare parts and restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).